Event description:
The customer stated that a falsely elevated architect estradiol result of >5000 pg/ml was generated for a female patient following a medical abortion. The result on the siemens platform was 60 pg/ml (within normal range). It was discovered that the patient used the drug mifepristone. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.